Event description:
Under the direction of the teleflex sales rep, the physician used an endo fascial closure system which resulted in a perforated bowel. The physician asked the sales rep to file a device failure report with teleflex. A report was requested from teleflex by the hospital which was denied.